Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the investigation was performed using a digital microscope. Several damages, scratches and deviations can be found on the surface of all the components. The thread on the handle is not according to the specification. Based on the investigation the root cause is probably related to a manufacturing error. An improper tapping of the thread. Most likely the core diameter was drilled too big, thus the screw loosened from the handle. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). During the surgery the component loosened from handle, fell in patient's body and it had to be recovered. No surgery delay and no additional medical intervention were necessary.